Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error code. It was determined at analysis that the epg's liquid crystal display (lcd) was bleeding in the upper area of the screen. The epg failed the incoming system test for super cap voltage. It was noted that the printed circuit board (pcb) had liquid residue on several places causing corrosion and was not functional. It was noted that the hanger was painted, and an elastomer was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code. The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The liquid crystal display (lcd) was assembled into a golden unit. Upon functional test ran on automated test console the device passed all tests except segments of lcd turned off issue however the lcd bleeding issue remained throughout the testing. The main board was assembled into a golden unit and passed all the tests with no anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.